Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic aortic valve, the surgeon noticed that the leaflet did not openly properly. The valve was explanted and replaced with a non-medtronic product. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual inspection revealed damage to the sewing around the sewing cloth. All leaflets were in the closed position. Tear-like damage was noted on the right (rc) and left (lc) cusps, adjacent to the superior coaptive junction of the left right commissure. A tear-like damage was noted on the non-coronary cusp (nc) near its margin of attachment adjacent to the left non-coronary commissure. The right non-coronary commissure was intact. All leaflets were flexible. A small intracuspal hematoma was observed along the inflow margin of attachment of the left cusp (lc) into the inferior coaptive areas between left and non-coronary cusps. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A conclusive cause of the cuspal tears could not be determined as they could have occurred during implant and/or explant. Due to the cusp damage, hydrodynamic functional testing for coaptation could not be performed. In the manufacturing process, there are multiple checkpoints prior to and after the valve assembly process to ensure the coaptation for each valve. Each valve must pass the spft (single pass flow tester) test to ensure the valve meets the minimum eoa (effective orifice area), which confirms no significant impairment of flow characteristics. Each valve also undergoes a 100% final inspection on tissue. Based on the receipt condition of the explant device, due to cuspal tear, the root cause of the reported coaptation could not be conclusively evaluated/determined. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The exact date of event could not be confirmed, and was populated as year valid. Corrected data in sections. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic aortic valve, the surgeon noticed that the leaflet did not open properly. The valve was explanted and replaced with a non-medtronic product. No additional adverse patient effects were reported.